Event description:
It was reported that during an unknown procedure, the device would not cut and staple when it was fired. No staples came out. The device's close trigger could be closed but was loose, the opening was also unusual. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.